Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a redo-sternotomy was performed and there were four processes excluding the left ventricular assist device (lvad). During the operation, bleeding control was performed. It was noted that the source of the bleeding was the transverse abdominal plane (tap) and the patient was given a blood transfusion. The bleeding resolved without sequelae, and the implant surgery was not prolonged due to the bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Also, on (B)(6) 2024, the patient developed renal dysfunction and continuous renal replacement therapy (crrt) was begun. It was noted that the renal disfunction was not thought to have been related to the heartmate 3 pump. Crrt was decided due to blood test, elevated blood urea nitrogen (bun) and creatinine, abnormal decrease in glomerular filtration rate (gfr) level, and diagnosis of acute renal failure. It was noted that the patient was unable to show symptoms because they were intubated with a catheter at the time. The patient remained on crrt therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B is currently available. The IFU lists potential adverse events, including renal dysfunction and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They received red blood cells (rbcs) and 2 pints of blood were transfused. The patient also had poor urine output. The patient was treated for renal dysfunction with dialysis and a continuous renal replacement therapy (crrt) catheter was inserted to the central line site.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.